Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were receiving an error alarm during the manual prime. Customer noticed the issue when changing her infusion set. Customer stated that insulin was squirting out during the manual prime and they are unable to exit the preparing to prime loop. Customer's blood glucose reading at the time of the incident was 305 mg/dl and is currently on manual injections. Customer declined troubleshooting for high blood glucose readings. During troubleshooting, customer stated that the drive support cap was sticking out. Customer was advised to discontinue use of the insulin pump and it is being returned for analysis.